Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that post-operatively a CT scan was performed that determined an implant plate had fractured after the initial surgery. A revision procedure is planned to remove the broken plate and implant a new one.

Manufacturer narrative:
The device was returned for evaluation, thus the reported event could be confirmed. Further information (e.g. Initial implantation date, postoperative images after initial implantation, surgeon¿s reports) was requested regarding the reported event. However, no further information was received. It was mentioned in the event description that a month after initial plate implantation the patient had developed an infection. Thus, the bone was removed. The removal of bone graft for this type of mandible reconstruction (primary reconstruction) is considered as an off-label use. In the related brochure (cmf-br-97-rev. None_14002), catalog 78-30020 is illustrated to be used for primary mandible reconstruction. The design proposal (request ID 1806081005, rev. 1, 2018-06-11) specific to this device shows that the plate has a profile height of 2.0 mm and is intended to be used for mandible reconstruction with bone grafts. The evaluation has shown that there are no indications for any systematic design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that post-operatively a CT scan was performed that determined an implant plate had fractured after the initial surgery. A revision procedure is planned to remove the broken plate and implant a new one.